Event description:
Coiling treatment of an aneurysm. It was reported the coil stretch and prematurely detached within the microcatheter. The implant and delivery pusher were removed without incident. No patient injury reported.

Manufacturer narrative:
The device involved in the event has been returned, but could not be analyzed due to the patient has been exposed to hepatitis c virus. (B)(4).